Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also referenced that the patient underwent a gynecological procedure on (B)(6) 2010 and bs solyx was implanted into the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and menorrhagia; concurrent procedures: hysteroscopy and novasure ablation, excision of vulvar and axillary skin tags. It was reported that following insertion the patient experienced pain, infection, recurrence, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2010 due to malposition and a solyx was implanted which was then removed (B)(6) 2010 by due to pain, burning, and ¿poking¿ sensation. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems and vaginal scarring.